Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and wasn't able to clear it. Customer's blood glucose was 7.1 mmol/l. Customer was advised to the device needed to be replaced and agreed to return it for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces and no button error alarm during testing noted. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.